Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have broken grip cable at distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to control 8mm monopolar curved scissors (mcs) instrument. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer explained that 8mm monopolar curved scissors (mcs) instrument did not move at all when commanded via surgeon side console (ssc).